Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient presenting after a fall with a fractured glenoid and corocoid. The surgeon went in and took out the glenoid baseplate, glenosphere, and all the glenoid screws. He also took out the poly and decided to put in a hemi adapter and a humeral head.